Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system. Approximately eight (8) years post initial procedure, the patient presented at routine follow-up with a type ib endoleak and expanding left common iliac (classified as aneurysm enlargement). The physician elected to treat the patient by implanting one (1) additional ovation ix iliac limb and two (2) ovation ix extenders in the left external iliac, and coiling the left internal iliac on (B)(6) 2023.the patient is reportedly doing well and the procedure was characterized as successful.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system. Approximately eight (8) years post initial procedure, the patient presented at routine follow-up with a type ib endoleak and expanding left common iliac (classified as aneurysm enlargement). The physician elected to treat the patient by implanting one (1) additional ovation ix iliac limb and two (2) ovation ix extenders in the left external iliac, and coiling the left internal iliac on 08 march 2023. The patient is reportedly doing well and the procedure was characterized as successful. Additional information: clinical assessment identified that the patient was previously treated for a right limb occlusion via femoral-femoral bypass on 20 march 2015. Reference MFR. Report # 3008011247-2023-00063. In addition, the patient was treated for a non- device-related type ii endoleak (from the lumbar artery) with coiling on 24 march 2015.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ib endoleak (of the left common iliac artery) and additional endovascular procedure are confirmed. The reported aneurysm sac growth (of the left iliac artery) is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a right limb occlusion with additional endovascular procedure (fem-fem bypass) on 20 march 2015, and a non-device-related type ii endoleak (lumbar) with additional endovascular procedure (coiling) on 24 march 2015 occurred which were not included in the event as reported. These findings were discovered during an examination of the operative report/notes dated 20 march 2015 and 24 march 2015, respectively. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem g3 awareness date h6 investigation conclusion codes; remove 11.